Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was tracking order due to pump replacement. Customer received a button error alarm and had to replace reservoir due to insulin pump damage.